Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to inspect the system. The gantry covers were removed. Troubleshooting was performed and determined the upper right bracket is bent and the dingus did not fit in the gantry-door-gear. The bracket was mechanically directed, gantry covers were reseated and invalidate home was performed. The medtronic representative performed an imaging system check-out. The system performed as intended and determined it was ready for use. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, the site's imaging system gantry door was hooked and would not open. Prior to door being hooked, the door did not close properly. The user opened the imaging system door manually. The gear of the gantry is not in the home position. There was no patient present when this issue was identified.